Manufacturer narrative:
Concomitant product: bbraun 24g peripheral IV catheter, the introcan, therapy date unk. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking of blood after spontaneous disconnection between an extension set and the patient's peripheral IV catheter. There is no report of patient harm.